Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that one bd vacutainer® k3e 5.4mg plus blood collection tube was found with foreign matter in the tube before use. The following was provided by the initial reporter: white-yellowish morsels in the edta tube. White and yellowish morsels are visible on the inside of the tube, which are larger than the otherwise visible additive.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that one bd vacutainer® k3e 5.4mg plus blood collection tube was found with foreign matter in the tube before use. The following was provided by the initial reporter: white-yellowish morsels in the edta tube. White and yellowish morsels are visible on the inside of the tube, which are larger than the otherwise visible additive.